Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) for cardiac arrest, the device failed to charge and then inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, stress testing and full functionality testing without duplicating the report. An internal inspection yielded no findings. The digital board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device history logs showed no critical errors related to the customer's report. No trend is associated with reports of this type.